Event description:
Pt collapsed while performing physical training. Efforts to revive with mouth-to-mouth breathing were ineffectual. Ambulance called after approximately 15 minutes. Attempted resuscitation via defibrillator unit failed to discharge. Pt taken to hosp where resuscitation attempt was ineffectual. There were other circumstances, including delay in delivery of acls. A similar series of lifepak 12 - involving a death - were sanctioned by FDA for a similar problem in july, 2002. Apparently there is an $80.00 test device not supplied with the lifepak 12 that might have alerted those doing biomedical testing of the unit. Informed that testing had been preformed as recommended and did not indicate a problem. Further informed that subsequent testing of 7 devices revealed 5 failures in that population.

Event description:
Add'l info received from MFR 2-3-03: h6: an independent laboratory evaluation observed a missing insert in the female apex high voltage pin 3 of the device's therapy cable connector.